Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation primary with 400cc smooth mentor memorygel breast implant has experienced postoperative right-sided capsular contracture (unknown grade) and right-sided lymphadenopathy. Patient reported that the right side consistently gets tight, causing a pulling sensation in the right arm, and lymph nodes are swollen with underarm pain. Patient had a mammogram performed in (B)(6) 2019 with findings of dense breast tissue; patient was diagnosed with possible capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 19-apr-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).